Event description:
On (B)(6) 2010, the lay user/ patient's relative contacted lifescan (lfs) alleging that the onetouch ultrasmart meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported the alleged issue began on the morning of (B)(6) 2010 at 5:30am. The reporter claimed the patient manages his diabetes with oral medication (amaryl) and diet/exercise. On an unspecified day at 5:00pm, the reporter indicated the patient skipped dose or stopped his medication, as a result of the alleged issue. The reporter stated 3 hours after the alleged issue began, the patient felt cold sweats and pain in the knees. The reporter denied that the patient received medical treatment. At the time of troubleshooting, the patient informed the cca that there was no misuse of the product. The cca confirmed the batteries did not need replacement per the owner's booklet recommendation. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.